Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t assay. A customer from (B)(6) alleged that they observed false negative results for 4 patients¿ samples when testing using the kit cobas 6800/8800 sars-cov-2 480t assay analyzed on the cobas 6800/8800 system. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A single MDR is being submitted for the four (4) samples alleged as no raw data or patient information will be provided. (B)(4).

Manufacturer narrative:
Although requested no data or lot information could be provided therefore analysis of the runs alleged or the lots used was not able to be performed. The customer used nasopharyngeal samples collected using (B)(6) eswabs. Eswab is not a recommended media as any phosphate buffered media may cause sensitivity loss especially at the lower end of the concentration spectrum. Additionally, the low volume of the collection medium can also play a factor. An investigation was performed using the information available in the case and no product problem was identified. Based on the information provided and the investigation performed there is no indication the product is not performing as intended. Although unknown the discrepancy alleged could be due to samples near the lod, workflow or other site and or sample specific factors. Added sample information. Corrected (single use) to no. (B)(4).